Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. It was recommended to the hospital to replace the power controller board.

Event description:
The hospital reported the unit went into a system malfunction during boot-up. There was no reported patient involvement.